Event description:
It was reported that the vns patient passed a way. The cause of death and relationship of the death to vns are unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received which revealed that the patient was admitted to the hospital on (B)(6) 2014 for increasing clinical seizure activity. On the second day of hospitalization, video eeg showed absence se. Many different medications and cooling to 30c were attempted to alleviate the event. Vns was also implanted and turned on ((B)(6) 2014) in an attempt to stop the seizures/se. Despite these aggressive measures, the patient continued to have eplieptiform activity. The week before her death she had induced hypothermia for 48 hours which achieved burst suppression; however, following this, she developed metabolic acidosis, ventricular rhythm disturbances, and acute renal insufficiency. The patient passed on (B)(6) 2014. An autopsy was performed at the parent¿s request.